Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that four days after the implant procedure, the patient presented experiencing diaphragmatic stimulation due to the left ventricular lead stimulating the phrenic nerve. The threshold at implant had been within normal limits however during trouble-shooting to reprogram the lead output, all vectors showed high threshold and stimulation was seen in many vectors. The lead was reprogrammed to a right-ventricular-only pacing mode to stop the stimulation, and then the lead was explanted and replaced. It was also reported that the right ventricular lead had diminished r wave sensing, and less slack was noted than what was present at implant. The lead was repositioned and it remains in use. No further patient complications have been reported as a result of this event.